Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part# 319.006, lot# 4751761. Manufacturing location: (B)(4), release to warehouse date: april 29, 2004. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient reported to the hospital with a hand fracture on an unknown date. On (B)(6) 2017, patient underwent surgery to repair the fracture with plates and screws. While measuring during this procedure, the depth gauge broke into two pieces where the silver measuring device attaches to the handle. No fragments remained in the patient. Another depth gauge was readily available and was used to continue the procedure. During the same procedure, it was also reported that the handle with mini quick coupling would not connect to the t8 screwdriver shaft. No fragments were generated. Another handle was readily available and was used to complete the procedure. Surgery was delayed approximately four (4) minutes while each of these devices was replaced. Concomitant devices reported: t8 screwdriver shaft (part# unknown, lot# unknown, quantity 1). This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).